Event description:
On (B)(6) 2012, the patient contacted animas to report that her doctor wants the pump replaced because the patient awoke the morning of (b)(64) 2012 with a blood glucose (bg) of "hi" (>600mg/dl) with nausea. The patient reportedly changed the site and set and gave a correction bolus as well as a correction injection, and her bg came down to 569 mg/dl. At the end of the call with animas customer support the patient's bg was reportedly 467mg/dl and the nausea had subsided. The patient alleged that she did not believe the pump was delivering insulin and her doctor recommended she come off the pump and go on syringe injections for insulin delivery. Customer support reviewed the patient's bg log and found the patient has a history of running higher bgs in the evenings. The patient denied any site or set issues. A review of the basal and bolus histories indicated the pump was delivering as programmed. There were no breaks in delivery identified and no associated alarms were found in the pump history. The patient noted that she has been on insulin pump therapy since 2001 and stated she had been using her waist-line for insertions sites over the past year. Customer support advised the patient to discuss possible site exhaustion and the pattern of higher bgs in the evenings with her doctor. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy, and because of the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicates that the pump was suspended for 30 minutes on (B)(4) 2012, and that the last basal delivery occurred at 12:37 on (B)(4) 2012. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.